Event description:
It was reported that during the implant procedure, the right atrial (ra) lead tip was bent and loose after the doctor extended the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. It was noted that the distal connector of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. It was also noted that the helix is not bent and functions within specification.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).